Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-p-scs-linear_leads, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that during the spinal cord stimulation trial the patient experienced increased pain and leg weakness. The patient was taken to the emergency room where the trial leads were pull. The patient was hospitalized and underwent surgery. No additional information is known at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6). Correction to the initial MDR in block: g2.

Event description:
It was reported that during the spinal cord stimulation trial the patient experienced increased pain and leg weakness. The patient was taken to the emergency room where the trial leads were pull. The patient was hospitalized and underwent surgery. No additional information is known at this time.